Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure, at the time that the doctor has used the circular device, the medical device has stapled but has not cut. The surgery was not delayed. The surgery was successfully completed. No other medical intervention required. There were no patient consequences.